Event description:
It was reported that a type 1b endoleak from the left zenith flex with spiral-z technology aaa endovascular graft iliac leg was identified on imaging ten years after the initial fenestrated endovascular abdominal aortic aneurysm repair (fevar) procedure. The patient underwent the index fevar procedure in (B)(6) 2015, in which the following devices were implanted: william cook australia, zenith fenestrated graft, fen-thoraco-abdominal-graft william cook australia, zenith branch endovascular graft iliac bifurcation, zbis-12-45-41 cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, zsle-16-39-zt cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, zsle-16-56-zt. It was reported that a type 3b endoleak was identified originating from the fen-thoraco-abdominal-graft. Medical imaging was later provided to the manufacturer for expert review, where a small type 1b endoleak from the left iliac limb where it seals into the left common iliac artery was discovered. The patient will require an additional procedure to extend the left iliac limb. This complaint captures the type 1b endoleak from the left iliac leg graft (zsle-16-56-zt), in which the patient will require an additional procedure to extend the graft.

Manufacturer narrative:
D6a implant date - (B)(6) 2015. H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.